Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped on (B)(6) 2016 due to high capture thresholds. The patient condition was well and monitoring will continue.